Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported pts received less medication than intended were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of the pt receiving less medication than intended. On unspecified dates, primary plumsets were being used to deliver unspecified volumes of normal saline, at unspecified rates, via plum pumps. At unspecified times, the secure lock male adapter of secondary tubing sets were connected to the secondary clave port on the cassettes of the primary plumsets for piggyback deliveries of unspecified volumes of unspecified blood products. After unspecified lengths of time, the customer contact reported that the pumps alarmed for air in line and that approx 30 ml of blood remained in the blood container. It was reported that unspecified volumes of air were seen in the secondary tubing sets. The customer contact reported that the approx 30 ml of blood was discarded and was not delivered to the pts. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.